Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted vaginal hysterectomy procedure, the device was difficult to toggle and the needle fell out but was retrieved when the device was being applied at the vaginal cuff. The needle fell into the patient cavity while the product was being removed from the trocar. An x-ray was performed on the same day ((B)(6) 2017) which caused the surgical time to be extended for more than 30 minutes. The needle could not be located. Patient status is listed as alive with injury.